Event description:
The customer reported the device seemed like it didn't fit properly, as if it were bigger. As time went on it emptied and the water needed to be replaced every day.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Additional information: h4 device manufacture date was added. The device history record was reviewed showing that manufacturing and inspection of the product was performed as per applicable procedures and validated processes. A sample analysis could not be performed because no photo or sample was available for evaluation. Due to similar cases presented in the past, a corrective and preventative action (CAPA) had been opened to further investigate the issue. This complaint will be used for tracking and trending purposes.